Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly and reservoir damage. The customer's blood glucose value was unknown at the time of incident. Customer states battery life shorter. Customer reports random no delivery alarms. Customer reported that reservoir out a tiny piece of plastic fly's out. The insulin pump will not be returned for analysis.